Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Pharmacist declined return product for investigation. Most likely underlying root cause mlc -61: improper use/mishandled by end user. Note: manufacturer tried to make contact with pharmacist (several attempts) in a follow-up call to ensure that customer initial concern was resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for pen needle separation from plastic cap attachment. Pharmacist is calling on behalf of the customer. Pharmacist states the pen needle came apart from attaching pen needle to jardin insulin pen (which is not an approved pen injector). Pharmacist states customer was afraid metal was in her insulin due to needle separating from plastic cap attachment. The customer did not report symptoms neither medical attention is not reported. The product storage location is undisclosed.